Manufacturer narrative:
A complete lead was retuned n one piece, measuring 46.1cm. Analysis was normal. No anomalies were found.

Event description:
It was reported that the right atrial lead exhibited loss of sensing, loss of capture and intermittent capture at high outputs. The patient was experiencing lower energy and was dizzy but was alert and oriented overall. The lead was explanted and replaced.